Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that the pump touch screen became frozen after the pump was exposed to rain. Subsequently, an unexpected reset occurred that resolved the frozen touch screen. There was no adverse impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin delivery.